Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified number of peritoneal dialysis patients experienced peritonitis. The cause of and treatment for peritonitis was not reported. It was not reported if the patients were hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.